Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. The home patient (hp) stated the alarm occurred during dwell one. The technical services representative assisted the hp in clearing the alarm. The hp stated that they had left the spare supply lines unclamped while in dwell. The hp continued therapy manually. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.